Event description:
It was reported that the abutment screw (iunihg) fractured. There was no report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that the abutment screw (iunihg) fractured. G4: 22 jul 2019, g7: follow up, h1: malfunction, h2: additional information, h3: yes, evaluation summary attached and h6: method, results, conclusion. The reported device was received for evaluation. Visual inspection identified that there was no evidence of fracture. The reported condition of an abutment screw that fractured was not confirmed. A device history record review could not be performed as the reported device lot number is unknown. A complaint history review was conducted for the reported device item number dating back 12 months for similar events and no existing nonconformance/CAPA/hhe/d/ie/product holds against the subject item related to the reported event was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured.